Event description:
The reporter stated that she did a meter to hcp meter comparison, within 30 minutes, in a fasting state. Her meter reading was 315 mg/dl, and her doctor's meter (type unk) result was 240 mg/dl. She did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8